Manufacturer narrative:
This is the same complaint as 3010536692-2015-01937. See attached.

Event description:
Allegedly, patient was experiencing mom complications-left. Additional information received (B)(6) 2015 - patient was revised.